Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii video system center would not produce an image during preparation for a diagnostic procedure. According to the initial reporter, only color bars were present when a 190 series scope was used. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. No image was present with 190 series scopes, only color bars. The customer did confirm that he tried this same scope on another tower and it functioned properly. When attempting a 180 series scope on the subject device, the customer did successfully get an image. At this time, tac informed the customer that it is likely the light source causing the issue. Tac recommended the customer clean the socket on the unit and if that did not work to send in the unit for repair. At this time, no device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.